Event description:
It was reported that the system 2600 was displaying table overload errors. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was suggested that the motor mechanism might have been binding. The mechanism was loosened and then aligned. The system was tested and found to be working as intended and placed back into service.